Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 124 mg/dl and the sensor glucose was 74mg/dl at the time of the incident. The customer reported that she was having trouble calibrating. Sensor is showing that she is lower than she is. The customer was wondering why it was not accepting the calibrations. The customers blood glucose 124mg/dl when sensor glucose was 74mg/dl. The sensor glucose and blood glucose difference was not within acceptable range. Insulin delivery was suspended due to sensor glucose values of 63mg/dl. Suspend on low limit in sensor settings was 70mg/dl. The customer declined to troubleshoot for calibration error. The sensor will not be returned for analysis.